Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.006315 - the dentist reported that, 6 months after the dental implant has been installed in intraoral region #11, its non-osseointegration was observed. Thirty-five ncm of primary stability was achieved and the patient presented bone type iii.